Event description:
Customer was admitted to the hospital for high blood glucose. Customer believes the cause of the hospitalization was pump related. No troubleshooting was performed. No further details provided at this time.

Manufacturer narrative:
Currently it is unknown wheter or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be dranw at this time. We therefore consider this report complete to the best of our knowledge.